Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported difficult to remove appears to be due to patient anatomy. Moreover, the reported tissue injury is a cascading effect of the reported difficult to remove. The reported tissue injury is a cascading effect of the reported tissue injury. The reported unspecified tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This is filed to report difficulty removal resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted and advanced into the left atrium however imaging was difficult due to the posterior flail. The cds became caught in the chordae. During troubleshooting attempts to remove the cds from the chordae a chordal rupture was noted. The cds was able to be removed from the patient. A second cds was advanced and the clip was implanted; however the mr remained at a grade of 4. The mean pressure gradient (mpg) was measured at 7mmhg. The physician was dissatisfied with the overall results of the case. During the patient's post op stay the patient sustained a stroke and remained hospitalized for observation. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.